Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien service engineer only uploaded the software. The ventilator pass all the required testing.

Event description:
It was reported that the ventilator had lost communication with the breath delivery (bd). There was no patient connected to the device.